Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat eg7+ cartridge, yielded a hematocrit result of 49 g/dl on (B)(6) 2010 at 16:55. Different sample, testing using laboratory instrument yielding a hematocrit result of 28 g/dl on (B)(6) 2010 at 17:26. Based on the information at the time, there was no injury associated.